Manufacturer narrative:
Corrected fields: b5: event description. E1: initial reporter facility name.

Event description:
It was reported that the patient underwent a surgical procedure to replace this ambicor penile prosthesis (app) as the patient was not satisfied with its lack of flaccidity. The existing app was removed and a new inflatable penile prosthesis device was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace this ambicor penile prosthesis (app) due to unspecified reasons. The existing app was removed and a new inflatable penile prosthesis device was implanted. No patient complications were reported.